Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was having a new pain and increased pain down on the lower back and legs when the stimulation was turned off. A computerized tomography (CT) revealed normal results. Database analysis showed that the ipg revealed no anomalies but it was noted that several contacts on the lead revealed high impedances. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's pain was not suspected to be caused by the device. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having a new pain and increased pain down on the lower back and legs when the stimulation was turned off. A computerized tomography (CT) revealed normal results. Database analysis showed that the ipg revealed no anomalies but it was noted that several contacts on the lead revealed high impedances. The patient will undergo an explant procedure.